Event description:
(B)(4) is the initial importer of the device which is a transport chair. The end-user sat in the transport chair. The brake was engaged; the device was locked. The device is meant to be pushed by an attendant. (B)(6) tried to turn the chair. It went backwards and flipped over. He hit his head on the pavement. He was transported to the hospital by ems. Further tests revealed a sprained shoulder.